Manufacturer narrative:
Corrected MFR report number: submitted the MDR 2016493-2025-00173 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00173 on jan 03 2025, for which (B)(6) was successful but (B)(6) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the broken position sensor to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 3.1 triple clicking and failed. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no harm or delay in patient care reported as the pharmacy was able to send medications. There were no adverse events or injuries reported based on this event.